Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 44 mg/dl overnight after woke up blood glucose were in between 150 mg/dl- 200 mg/dl. The insulin pump will not returned for analysis. Frn-mmt-332-rsvr, unomed inf set.